Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen display had an area of "darker pixilation." At the time of the report, the display issue was not present. Troubleshooting was unable to be performed. The customer's blood glucose level was not impacted.